Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc review of the customer's quality control (qc), showed that it was in range at the time of the event. The customer stated the sensor was about to expire. The customer performed advanced clean and replaced the sensor before repeating patient samples. The customer performed a 3 cup, 5 repetition precision, resulting within range. A siemens headquarters support center (hsc) reviewed the event. Hsc found qc was in range, the difference between both the sodium and chlorides results were similar, no quick check failures and the fluid verify matched the delta result. The cause of the discordant, falsely elevated sodium and chloride results is sample specific, due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium and chloride results were obtained on a patient sample on a dimension vista 500 instrument. The initial results were released to the physician(s). The customer reviewed their logs and found a delta check flag. The customer repeated the same sample on the same dimension vista instrument, resulting lower. The customer repeated the same sample on an alternate dimension vista instrument, resulting lower than the original. The customer issued a corrected report to the physician(s) from the alternate instrument results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.